Event description:
Boston scientific received information that, during a routine follow-up procedure, this right atrial (ra) lead was found to be dislodged. A revision procedure was performed to attempt to reposition the lead, however, the helix could not be affixed again. No adverse patient effects were reported.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.